Event description:
It was reported that three patients sustained hypopigmentation following treatment with the lumenis lightsheer duet laser. It was further reported by the user facility that some patients do not follow appropriate after care procedures for preventing exposure to sunlight as outlined in dfu.

Manufacturer narrative:
An examination of subject device by a lumenis technical subject matter expert concluded that no related device malfunction occurred. No device malfunction was reported. Reasonable attempts were made by phone and e-mail to obtain treatment parameters and patient skin type from the user facility, however, no information was received. Consequently, lumenis is unable to determine a root cause. Should additional information be provided by the user facility lumenis will file a follow-up MDR.